Event description:
At beginning of arthroscopy, following insertion of cannula to facilitate camera placement into the knee joint, the operating surgeon saw a small curved piece of metal in the arthroscope. Metal retrieved from knee through arthroscopic technique.